Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device was inspected and reported issue was confirmed in problem description and service report. Replacement of the o2 gas module solved the issue. The unit was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The defective o2 gas module has not been returned fot the further investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to a defective o2 gas module. The UDI information is not available since the device was manufactured before 2015.